Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. E1. Initial reporter/physician identifying information was not provided due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a phenom microcatheter had unintended movement during the pipeline shield deployment. The patient was undergoing a procedure for flow diversion treatment of a right internal carotid artery (ica) paraclinoid segment unruptured saccular aneurysm. The aneurysm max diameter was 8.2mm and the neck diameter was 4.3mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared per the instructions for use (IFU). The catheter was positioned for deployment of the pipeline in the middle cerebral artery (mca) but slipped down into the ica. The surgeon attempted to redeliver the phenom to the mca but could not bring it back to the mca due to the patient's strong vessel tortuosity. The pipeline was removed and the phenom microcatheter was delivered again to the mca with support of a distal access catheter (dac) and another pipeline was successfully delivered and deployed. It was noted that pipeline was positioned in a vessel bend and was less than 50% deployed when the issue occurred. The pipeline was resheathed 2 or less times. No other operations were performed to deploy the pipeline; it was resheathed and removed with the microcatheter. There was no harm or injury to the patient. Post-procedure imaging showed no issue. Additional information received reported that multiple pipeline devices were not being used when movement occurred. There was a difficulty in developing due to the large difference in blood vessel diameter. The device did not jump during deployment. There is a stress during deployment, but there is no special stress. There was not an extreme movement, there was a slip from the middle cerebral artery to the internal carotid artery.